Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8 mm monopolar curved scissors instrument was analyzed and found to have a broken conductor wire at the proximal end, near the main tube and roll gear junction. The instrument failed the electrical continuity test. No signs of thermal damage were observed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8 mm monopolar curved scissors instrument was not working. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument failed to provide energy. The instrument also had cutting issues. The instrument remained static.